Manufacturer narrative:
At this time recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. A product sample was received and is awaiting eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported an occlusion error with several cassettes of the same lot number. The customer attempted to use the cassettes on both consoles at the facility, but the error continued to occur. The issue was resolved by replacing the products. There was no pt harm for the three cases reported on this date. Add'l info has been requested.